Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified or unknown receiver error was reported. The product was evaluated. An exterior visual inspection was performed and passed. A receiver charge and boot test was performed and passed. A functional test was performed and passed. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding errors related to the complaint. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.